Event description:
It was reported that while using hemostar, it was noticed that the extension legs reportedly started collapsing from time to time. This allegedly started about 3 years ago.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.